Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was rec'd that alleges the tracheostomy tube was deflating at the cuff after three hours in situ. Replacement was required. No incident related medical sequela was reported.